Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The solenoid spacers and cpc connector were replaced for diagnostic purposes. The parts replaced were disposed off. The software was upgraded. The system was then tested and met all product specifications. The vitrectomy probe will be returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "a posterior capsule tear occurred" (capsular bag tear, posterior). Product problem(s): "surgeon noted poor occlusion" (occlusion within device); "not able to connect the vitrectomy probe onto the system" (fitting problem). The nurse reported a posterior capsule tear occurred. The surgeon noted poor occlusion time and requested the settings be checked. The surgeon performed an anterior vitrectomy. The nurse was not able to connect the vitrectomy probe onto the system. The vitrectomy probes were switched out three times. The system was switched out to complete the anterior vitrectomy.